Manufacturer narrative:
Serial number is updated to (B)(6). Product UDI is updated to (B)(4). This device has not been received by the philips authorized repair facility for evaluation; therefore, the complaint allegation cannot be confirmed. There is no additional information available, and the cause of the reported allegation is undetermined. It is at the customer discretion to return the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The device has not yet been received for bench repair. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the device is not alarming correctly. The device was not in clinical use at the time of the event. No adverse event was reported.